Manufacturer narrative:
It is unknown if the device sample is available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the device malfunctioned. During a urinary sling procedure the bullet tip of the capio suture became detached from the suture when the surgeon was anchoring the sling forcing the surgeon to leave the bullet tip inside the patient. The condition of the patient was not reported.